Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received result of hi (greater than 33.3 mmol/l) on the mobile system and administered novorapid after obtaining this result. 2 minutes later customer tested 6.5 mmol/l on professional device. The following day customer received result of 26.3 mmol/l on the mobile system and administered novorapid after obtaining this result. Customer began to have low blood glucose symptoms. 2 minutes after testing 26.3 mmol/l customer tested 6.1 mmol/l on professional device. Customer was treated with gluco gel. Low blood glucose symptoms improved in 30 minutes. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.